Manufacturer narrative:
Image review: six separate cine images were received for review. The first three cine images appear to be the distal housing of a directional atherectomy device during patient use. In the first cine, the cutter appears to be fully advanced within the distal assembly; the cutter is attached to the drive shaft. In the second cine, the cutter is fully retracted into the cutter window; the drive shaft remains attached to the cutter. The third cine image appears to show the distal end of the distal assembly of the directional atherectomy device. A small object is noted distal to the directional atherectomy device¿s rotating distal tip. The object located within the cine image is unknown; however, investigation determined that it was not the cutter component of the directional atherectomy returned. The last three cine images appear to be before and after cines of the treated targeted vessel. The fourth cine appears to be an image of a targeted vessel with biological debris restricting blood flow. The fifth and sixth images show the same targeted post procedure. The vessel appears to have reduced biological debris and discernible increase in blood flow/circulation. The 3 images provided showed the successful use of a hawkone directional atherectomy device product analysis: the device was received for evaluation. No ancillary device was received. The device was removed from the return packaging for visual inspection. The device was returned without the cutter driver. Biological debris was observed throughout the distal assembly. Inspection of the distal housing revealed multiple bends and kinks throughout. The laser drilled inner coils were bent and separated in multiple locations. The cutter was returned advanced approximately 2.5 cm distal to the cutter window. Microscopic inspection of the cutter mouth revealed that it was bent and folded-in upon itself, prohibiting the cutter from entering the cutter window. The damage extended into the proximal section of the distal housing. Inspection of the flush mouth revealed biological debris within the flush mouth. A sample of the biological debris was removed and examined. The biological debris was hard and granular consistent with calcium and plaque in nature. The thumb-switch was manipulated to ensure the drive shaft remained intact. The cutter was able to be retracted up to the proximal housing damage, indicating the drive shaft remained intact. The device was then flushed/cleaned using a 10ml syringe to enable better visual inspection of the distal cutter and drive shaft. The cutter was advanced approximately 2.5cm distal to the cutter window and was able to be retracted to 1.5cm distal to the cutter window. The distal housing was then cut to inspect the cutter and drive shaft. Inspection revealed that the drive shaft remained attached to the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device stopped functioning while in use in the patient. The thumbswitch was able to be turned off. The cutter was retracted into the housing for safe removal of the device from the patient. No detachment occurred. On removal the device was inspected, and it was observed the device was unable to cut. No pieces of the cutter were missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a 7fr sheath and 0.014 spider fx embolic protection device. During treatment of a 250 mm calcified cto (chronic total occlusion-100%) in the patients distal, mid and proximal left superficial femoral artery (sfa) of diameter 6 mm. Severe tortuosity and calcification are reported. IFU was followed. The device was prepped without issue. Pre-dilation was performed. Following completion of a few passes in severe calcification, the cutter/packer is reported to have broken inside the nosecone. The device was replaced with another hawkone. Post-dilation was performed. Procedure completed successfully. No patient injury reported.